Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced poor placement of the device. On (B)(6) 2025, the recipient underwent repositioning surgery. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information sections: d.1, d.4, h.10, d.4, h.4,d.6a. D.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient is using the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's issues reportedly resolved following repositioning surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.